Event description:
It was reported that the patient was symptomatic with dizziness in the vvi pacing mode and was brought to the emergency room. The device was interrogated and found to be at elective replacement indicator (eri). The patient's device was last checked in a couple of weeks prior and had a battery voltage of 2.96v. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance and high battery impedance, leading to eri (elective replacement indicator). Battery depletion indicated/eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.